Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: one unused set was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set pressurized. No leak or disconnection was observed. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd maxguard pressure rated extension set had connection issues. The following information was provided by the initial reporter: the site keeps coming unhooked from the patients. It has happened 3 times. Injuries or adverse event: yes. Item: mx5302, quantity affected: 3 ea, serial/lot number: (B)(6), are samples potentially contaminated or biohazard? N/a.